Event description:
It was reported the patient ¿felt the lead wire sticking out of the center of her back¿ for the ¿past couple months¿ prior to report. It was further reported it ¿felt like a knot¿ and that it was ¿getting worse.¿ the patient reported her husband was a nurse and said it looked ¿fine.¿ device migration/movement was discussed. The patient noted she was ¿having symptoms relief¿ and that she ¿had to go back into clinician setting and it felt a little better.¿ the patient reported she was ¿off medication and that could make it feel different.¿ the patient noted it was ¿sensitive to lie on her back¿ and that she ¿tried to lie on a heating pad.¿ the patient reported had not experienced any falls or traumas. It was noted to be ¿acute pain.¿ the patient noted she ¿had her tailbox/coccygeal removed two years¿ prior to report and that she ¿still could not sit.¿ the patient further noted she had crohn¿s disease. It was unclear at the time of report which of her leads the patient was referring to. The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 3998, lot# v831321, implanted: (B)(6) 2013: product type lead. (B)(4).